Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. H3 other text : the device was not available for return.

Event description:
It was reported to nevro that during a lead revision the patient experienced leakage of cerebrospinal fluid. The leakage was repaired and the procedure was aborted with one lead implanted. There have been no reports of further complications regarding this event and the patient is currently using their device to find effective pain relief.